Manufacturer narrative:
Likely allergic reaction to the hema in the desensitizer.

Event description:
Dentist called in and said that two weeks ago his pt was whitening at home for about a week when she woke up one morning after using the kor desensitizer and her lips were very swollen. The pt has since discontinued using any kor products, and within a few days the pt returned to normal. We advised dr. (B)(6) about the potential hema allergy for future reference. The pt does not which to continue whitening her teeth.